Event description:
It was reported that the insulin pump alarmed failed battery test. Nothing further reported.

Manufacturer narrative:
Failed battery test alarm due to battery tube not connected properly to connector on interface board. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.